Event description:
Patient reported experiencing painful stimulation and had taped a magnet over the device overnight to avoid this pain. Upon interrogation, high impedance was observed. Diagnostics were performed and the generator was not near end of service. X-rays were reviewed. The generator placement appeared to be normal in the left axillary chest area. A small portion of the lead pin is visible past the connector block and the feed-through wires appear to be intact. However, lead wire connectivity at the connector pin could not be assessed due to the quality and angle of the x-ray images. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. Based on the images provided, there is no obvious cause for the reported events. Patient was referred for surgery, but no known surgical interventions have occurred to date.

Event description:
The patient was experiencing pain that resolved when the output was set to 0ma. No known surgical interventions have occurred to date for the high impedance.